Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The device was not in use at the time of this issue. During the evaluation of the device at the manufacturer's service center, an error code related to the battery error was observed. The device's battery was replaced on the device.